Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the medical doctor that the intra-aortic balloon pump (iabp) has been giving kinked catheter alarms. The doctor also noted a small amount of blood in the helium drive line tubing. The md was instructed that the intra-aortic balloon (iab) had a hole in the balloon and that the balloon had to be removed immediately. There was no reported death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor that the intra-aortic balloon pump (iabp) has been giving kinked catheter alarms. The doctor also noted a small amount of blood in the helium drive line tubing. The md was instructed that the intra-aortic balloon (iab) had a hole in the balloon and that the balloon had to be removed immediately. There was no reported death.